Event description:
It was reported by service report that the customer alleged that the brake steer pedal would not stay engaged. Upon inspection of the unit by the service technician, it was identified that there was no defect found and the brakes were working to specification. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.